Event description:
While using the robotic micro scissor with cautery, physician noticed an arc come through the end of the instrument. Patient experienced a burn on the colon. Instrument removed and replaced. Burn noted on tip cover.